Manufacturer narrative:
Correction: date of event, describe event or problem. Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device manufacture date, device available for eval, returned to manufacturer on, device eval by manufacturer, imdrf annex e, f, a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device free flowed the secondary infusion was not confirmed during the investigation. The issue could not be further investigated or tested, as the suspect pump module was not returned for investigation. The administration set was observed working under the correct parameters. Testing of the returned administration set revealed no leaks or anomalies. The exact setup of the alaris system at the time of the event could not be determined. All testing performed during the investigation is based on recommended bd instructions. The facility provided an event date of 10mar2025, and time was reported to be at 1401 (2:01 pm). A review of the concomitant pc unit s/n (B)(6) event log showed that on the reported event date no secondary infusions were programed on pump module s/n (B)(6) but on pump module s/n (B)(6); therefore, the pump module s/n (B)(6) turns out to be the suspect device. A review of the suspect pump module s/n (B)(6) error log could not be performed since the device was not returned for investigation. On 10mar2025 at 9:40 am, the suspect pump module was attached to the concomitant pcu and assigned with channel c. The user restored a primary infusion of IV fluids (drugid =3) with a rate of 10ml/h and a volume to be infused (vtbi) of 382.5ml. At 2:01 pm a secondary infusion was programed and started for cefepime (drug ID 126) with a concentration of 0.02 g/ml, rate of 25 ml/hr and vtbi of 100 ml. The pump module alarmed for door opened and check IV set, the pump module was channeled off at 2:02 pm. A primary volume infused (pvi) of 441.141 ml and secondary volume infused (svi) of 1163.19 ml were recorded. At 2:22 pm the pump module alarmed for safety clamp open, and an infusion was started for IV fluids (drug ID 3) at a rate of 10 ml/hr and vtbi of 100 ml. At 2:25 pm a secondary infusion was started for cefepime (drug ID 126) with a concentration of 0.02 g/ml, rate of 25 ml/hr and vtbi of 100 ml. At 2:26 pm the unit was channeled off. A pvi of 441.603 ml and svi of 1163.71 were recorded. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The optimizing secondary infusion performance tip sheet addresses factors which can cause both concurrent flow and influencing the duration of secondary mode infusions which will cause a delay in the delivery of the secondary infusion. If drops are seen in the primary drip chamber, lower the primary fluid further on an additional hanger. Set up as usual by lowering the primary container on a fully extended hanger. Start the secondary infusion. Note the level of the bottom of the secondary container. By hand, lower the secondary container so that the top of the fluid in that container is where it will be when the container empties. Watch for drops in the primary drip chamber (ideally for 30 seconds). If drops are seen, lower the primary fluid further on an additional hanger. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported secondary infusion free flow could not be determined during the investigation. The returned administration set was fully evaluated, and no issues or anomalies were observed. The suspect pump module was not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device free flowed the secondary infusion into the patient on (B)(6) 2025. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device free flowed the secondary infusion into the patient. There was patient involvement, however outcome is unknown.